Manufacturer narrative:
(B)(4). Customer thinks the unit was over occluded, as they have a new perfusionist. The unit was set-up the night before the case. The field service representative (fsr) could not verify the complaint. He downloaded logs and sent to the manufacturer for further evaluation. The fsr ran the pump with 1/4" and 3/8" tubing, adjusted occlusion through the range and roller pump responded normally with no "beltslip" or "pump jam" messages. He put the roller pump in reverse mode to initiate a "pump jam" using hand crank, "pump jam" message received but not a "belt slip" message. Tried five times with all the same result. The fsr completed full preventative maintenance (pm) inspection of roller pump. The unit operated to manufacturer specifications and was returned to clinical use.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, there was a "pump jam" or "belt slip" error on the roller pump that occurred at the beginning of the case. The device was not changed out, as the roller pump never stopped. The customer did not have to do anything to get rid of the message, and they used the pump for the case. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical review on 18-nov-2015: this large roller pump was being used as a sucker/vent and a 1/4" inner diameter (ID) tubing was used in the pump. No issues were observed during set and preparation of the tubing and pump. When the issue occured, the pump was being used as suction and the pump speed was relatively high. There was an error message of some type posted, but no issue with pump function (no stops and no erratic behavior). The perfusionist (ccp) adjusted the tubing in the race and the occlusion was verified. No other issues observed the remainder of the procedure. The case was completed successfully, without delay and without associated blood loss. There was no harm observed.

Manufacturer narrative:
The reported complaint was confirmed. Log analysis confirmed the complaint, beltslip error was observed. Per email from customer in the clinical review, the perfusionist was new to the system 1 and the tubing was likely misaligned or occlusion was too high. The pump was used as a vent/sucker and there was no issue with pump function when the message was observed. After adjusting the tubing and verifying the occlusion the message did not appear again. The customer is aware of the issue. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.